Manufacturer narrative:
Customer returned pump for an alleged cosmetic damage located at the case, exposure to moisture (smell of insulin) and was hospitalized for high bgs/dka found on (B)(6) 2023. On case: (B)(4), svn#: (B)(4), customer returned pump for an alleged cosmetic damage located at the back and bottom and was hospitalized for high bgs/dka found on (B)(6) 2023. On case: (B)(4), svn#: (B)(4) customer returned pump for an alleged possible under delivery anomaly and high bgs found on (B)(6) 2023. The pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08685 inches. However, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of 01-feb-2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 01-feb-2023 listed on smart solve. Daily total collection start time: on (B)(6) 2023 00:00:00.000. Daily total of all insulin delivered: 508500 (50.85 u). Daily total of basal insulin delivered: 258500 (25.85 u). Daily total of bolus insulin delivered: 250000 (25 u). On (B)(6) 2023 00:59:27.000. Normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 21000 (2.1 u). Bolus amount delivered: 21000 (2.1 u). On (B)(6) 2023 07:42:41.000. Normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 40000 (4 u). Bolus amount delivered: 40000 (4 u). On (B)(6) 2023 11:31:57.000. Normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 52000 (5.2 u). Bolus amount delivered: 52000 (5.2 u). On (B)(6) 2023 15:53:31.000. Normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 21000 (2.1 u). Bolus amount delivered: 21000 (2.1 u). On (B)(6) 2023 17:03:33.000. Normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 18000 (1.8 u). Bolus amount delivered: 18000 (1.8 u). On (B)(6) 2023 17:24:49.000. Normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 16000 (1.6 u). Bolus amount delivered: 16000 (1.6 u). On (B)(6) 2023 19:23:00.000. Normal bolus delivered (220). Bolus programming method: manual bolus (0). Normal bolus amount programmed: 27000 (2.7 u). Bolus amount delivered: 27000 (2.7 u). On (B)(6) 2023 21:20:51.000. Normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 21000 (2.1 u). Bolus amount delivered: 21000 (2.1 u). On (B)(6) 2023 23:29:45.000. Normal bolus delivered (220). Bolus programming method: manual bolus (0). Normal bolus amount programmed: 34000 (3.4 u). Bolus amount delivered: 34000 (3.4 u). There were no unexpected pump errors/alarms noted 1 week prior to the event date 01-feb-2023 in the formatted history file. In further full review of the pump history/traces on the event date of 03-oct-2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date 03-oct-2023 listed on smart solve. Daily total collection start time: on (B)(6) 2023 00:00:00.000. Daily total of all insulin delivered: 252250 (25.225 u). Daily total of basal insulin delivered: 94250 (9.425 u). Daily total of bolus insulin delivered: 158000 (15.8 u). On (B)(6) 2023 14:54:01.000. Normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 25000 (2.5 u). Bolus amount delivered: 25000 (2.5 u). On (B)(6) 2023 14:59:11.000. Normal bolus delivered (220). Bolus programming method: manual bolus (0). Normal bolus amount programmed: 10000 (1 u). Bolus amount delivered: 10000 (1 u). On (B)(6) 2023 15:24:25.000. Normal bolus delivered (220). Bolus programming method: manual bolus (0). Normal bolus amount programmed: 6000 (0.6 u). Bolus amount delivered: 6000 (0.6 u). On (B)(6) 2023 16:29:47.000. Normal bolus delivered (220). Bolus programming method: manual bolus (0). Normal bolus amount programmed: 10000 (1 u). Bolus amount delivered: 10000 (1 u). On (B)(6) 2023 16:50:29.000. Normal bolus delivered (220). Bolus programming method: manual bolus (0). Normal bolus amount programmed: 10000 (1 u). Bolus amount delivered: 10000 (1 u). On (B)(6) 2023 17:31:07.000. Normal bolus delivered (220). Bolus programming method: manual bolus (0). Normal bolus amount programmed: 16000 (1.6 u). Bolus amount delivered: 16000 (1.6 u). On (B)(6) 2023 18:02:35.000. Normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 35000 (3.5 u). Bolus amount delivered: 35000 (3.5 u). On (B)(6) 2023 18:27:53.000. Normal bolus delivered (220). Bolus programming method: manual bolus (0). Normal bolus amount programmed: 30000 (3 u). Bolus amount delivered: 30000 (3 u). On (B)(6) 2023 19:23:45.000. Normal bolus delivered (220). Bolus programming method: manual bolus (0). Normal bolus amount programmed: 16000 (1.6 u). Bolus amount delivered: 16000 (1.6 u). The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Please see below for pump errors/alarms noted 1 week prior to the event date 03-oct-2023 in the formatted history file.  No delivery alarm/insulin flow blocked alarm was recorded and found in the formatted history file on: (B)(6) 2023 03:27:00.000. Alarm alert notification (40) fault number: no delivery (7) during basal delivery. On (B)(6) 2023 03:30:17.000. Alarm alert notification (40) fault number: no delivery (7) during bolus delivery. On (B)(6) 2023 03:40:00.000. Alarm alert notification (40) fault number: no delivery (7) during basal delivery. 10/01/2023 03:43:00.000. Alarm alert notification (40) fault number: no delivery (7) during basal delivery. On (B)(6) 2023 03:53:00.000. Alarm alert notification (40) fault number: no delivery (7) during basal delivery. On (B)(6) 2023 03:58:00.000. Alarm alert notification (40) fault number: no delivery (7) during basal delivery. On (B)(6) 2023 04:06:55.000. Alarm alert notification (40) fault number: no delivery (7) during bolus delivery. On (B)(6) 2023 04:31:00.000. Alarm alert notification (40) fault number: no delivery (7) during basal delivery. On (B)(6) 2023 04:41:00.000. Alarm alert notification (40) fault number: no delivery (7) during basal delivery. On (B)(6) 2023 05:54:41.000. Alarm alert notification (40) fault number: no delivery (7) during bolus delivery. On (B)(6) 2023 07:20:00.000. Alarm alert notification (40) fault number: no delivery (7) during basal delivery. On (B)(6) 2023 07:30:00.000. Alarm alert notification (40) fault number: no delivery (7) during basal delivery. On (B)(6) 2023 08:36:00.000. Alarm alert notification (40) fault number: no delivery (7) during basal delivery. On (B)(6) 2023 08:46:00.000. Alarm alert notification (40) fault number: no delivery (7) during basal delivery. On (B)(6) 2023 09:00:42.000. Alarm alert notification (40) fault number: no delivery (7) during bolus delivery. On (B)(6) 2023 09:10:00.000. Alarm alert notification (40) fault number: no delivery (7) during basal delivery. On (B)(6) 2023 09:14:00.000. Alarm alert notification (40) fault number: no delivery (7) during basal delivery. On (B)(6) 2023 09:15:00.000. Alarm alert notification (40) fault number: no delivery (7) during basal delivery. On (B)(6) 2023 09:19:00.000. Alarm alert notification (40) fault number: no delivery (7) during basal delivery. No unexpected occlusions or insulin flow blocked alarm noted during testing. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts noted. The pump was cut open to perform visual inspection and found slight corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. The original pcba 2 was cleaned, installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was cleaned, installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The pump had an intermittent high sleep current measurement (unexpected battery power loss) due to slight corrosion on the pcba 1 and pcba 2. Force sensor zero offset within specification (23.1 mv). The motor was tested outside of the device on the ngp stb3 and passed. The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received with a depleted energizer max battery installed. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a cracked keypad overlay and a scratched case. Cosmetic damage was confirmed at the pump case (back and bottom). Unable to verify customer alleged for high bgs/dka. The force sensor is within specification and the motor functioning properly. Customer alleged for possible under delivery anomaly was not confirmed. However, an intermittent high sleep current measurement (unexpected battery power loss) was confirmed due to slight corrosion on the pcba 1 and pcba 2. Pump exposed to moisture was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 458 mg/dl at the time of the event and reported a pump had a crack. The current blood glucose value was 258 mg/dl. The customer experienced symptoms related to hyperglycemia. Troubleshooting was performed. It was unknown whether the insulin pump system was used within 48 hours of the reported high blood glucose event. The auto mode/smartguard feature was not active at the time of the high blood glucose event and advised the customer to change the complete set. No further patient complications were reported. The customer will discontinue using the device and the device will be returned for product analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.